Event description:
It was reported that the right ventricular lead had intermittent or no capture, high threshold and the lead was dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a distal portion of the lead was received measuring 43 cm. Analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was ex trinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.